Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead exhibited high pacing threshold of 4.5 volts at 1 millisecond. Additional information revealed the patient is scheduled for device replacement and will evaluate the atrial lead at that time. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.